Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during setup, the hydros robotic system was inadvertently unplugged during the insertion of the hydros handpiece, resulting in an unexpected system shutdown. After restoring power, the system prompted the surgeon to prime the hydros handpiece. However, activation of the prime function via the hydros foot pedal yielded no response. Troubleshooting steps were taken, but the issue persisted. Subsequently, the handpiece was replaced with a new unit, and the system was rebooted. This resolved the problem, and the procedure was completed successfully without further complications. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.